Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported the syringe breaks when connected to other devices. To aid in the investigation, one sample and three photos were received for evaluation by our quality team. The sample came together with a baxter infusor lv. A visual inspection was performed and the syringe barrel has the luer tip broken off. The luer tip is at the baxter infusor lv. No other defect or imperfection was observed. It could be possible that while connecting the syringe to the baxter infusor lv too much torque was applied causing the luer tip to break. As the lot number provided is 'unknown,' a device history record review could not be completed. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. It could be possible that while connecting the syringe to the baxter infusor lv too much torque was applied causing that the luer tip broke off. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml was broken. The following information was provided by the initial reporter: broken when connected to other devices.